Event description:
It was reported via repair work order that the zoom disengages during use due to a damaged cam bracket assembly dampener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom disengages during use due to a damaged cam bracket assembly dampener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. This MDR follow-up report is being issued with the PMA/510(k)# included.